Manufacturer narrative:
A visual inspection found the optic cut nearly in half with one haptic bent. The cause of the damage cannot be determined, functional testing cannot be performed due to damage. The delivery device was not returned for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information provided, we are unable to determine a root cause.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that as the surgeon began to implant the lens, the capsular bag ruptured. The lens was cut out and surgeon replaced lens with an anterior lens with no issues according to the report. The current patient prognosis is good. This report refers to the patients right eye.